Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 5 volt power supply was adjusted and the backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system would not boot up prior to a case. No patient injury was reported.